Manufacturer narrative:
Medical devices: 694765 lead implanted (B)(6) 2008; 407652 lead implanted (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.